Manufacturer narrative:
1. DHR/bhr review lot#3290186: 1- the products of this batch were assembled at intima ii auto line 3 in november 2023, and packaged at r240 package line and cfs package line in november 2023. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test. The test is passed, and no leakage is found at the catheter. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the damage state of the catheter cannot be identified, the root cause of the leakage there cannot be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked on september 9, while infusing fluids for a patient, we found that the 22g indwelling needle was leaking at the anterior hose and could not be used properly, so we replaced the needle with a new one for the patient.